Event description:
A maude database search of MDR reporting against tavr products involving the impella device was completed on 2023-09-06. This complaint indicates the impella device may have been a factor in the patient's aortic regurgitation: "approximately 4 years and 10 months post implantation of a 23mm sapien valve in the aortic position inside a conduit, moderate to severe central aortic regurgitation (cai) was observed. The patient received a 2nd 23mm sapien xt valve and the central regurgitation was corrected. The procedure went well and the patient is stable. Of note, patient was not initially a candidate for the 1st tavr as the patient had a breast plate due to radiation to chest for breast cancer. Recently, a left main stent was placed and an impella device was needed. Per report, the impella device may have contributed to the cai."

Manufacturer narrative:
The impella pump investigation is not possible, and further details are not forwarded. No account can be followed up with for clinical details by the physician/team.